Event description:
A surgeon reported an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Add'l info was requested (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).